Event description:
It was reported that three (03) light sensitive drug sets leaked at the point where the clear line meets the light sensitive part of the line. The lines have been leaking after passing through the pump, resulting in significant air bubbles. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI): the UDI # is for the product reported in d4. This product code is sold/distributed outside the us, but is deemed same as or similar to product distributed in the us. E1: initial reporter facility name: university hospitals of derby and burton nhs foundation trust should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a2, b5, h3, h4, h6 (update codes), h11. A2: age at time of event: the age of the patient was less than "one month old". B5: update the quantity from "three (03)" to "unspecified (at least one (01)". H11: one (01) actual device and two (02) retention samples were provided for evaluation. The actual device was contaminated; hence, further testing could not be performed. Visual inspection of two retained samples did not identify any abnormalities that could have contributed to the reported condition. Functional underwater leak test, air passage test and a flow rate test were performed; no leaks or no blockages were identified, and the flow rate was within the specification. Traction testing was performed with no issues noted. The reported condition was not verified in the retained samples; however, it was confirmed in the actual sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.